Event description:
It was reported that: at the start of the case, the user was making an adjustment to the apl valve and the knob separated from the base of the apl valve. The user was able to reassemble the part and completed the case using the device. No patient injury reported.